Manufacturer narrative:
Section d10: device available for evaluation? Yes; section d10: returned to manufacturer on: 1/6/2021; section h3: device returned to manufacturer? Yes. Device evaluation: the product was returned wrapped in gauze. Customer notes (on a post-it) and additional documentation were received as well. Visual inspection under magnification, revealed viscoelastic residue on the optic body and haptics. And that the lens was received cut in half (but not separated). Which is consistent with a lens that was handled, during explant. Furthermore, fibers were observed on the lens. However, this can be attributed to receiving the lens wrapped in gauze. And therefore, cannot be confirmed, to be related to manufacturing. The lens was cleaned, and no cosmetic defects were observed, due to the condition of the lens (cut). Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between 10/15/2020 and 11/18/2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol) was explanted from the patient's right (od) eye due to mechanical failure. There was no additional surgical intervention required and patient outcome was not reported. No further information was available.